Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 420 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include the patient having very dry mouth and disoriented speech. On the first day, the patient was treated with unspecified intravenous fluids and insulin as well as vitamins. The next day, they treated them with insulin pens. The pod was removed at the hospital and discarded. The patient was discharged on (B)(6) 2025.